Event description:
The complainant stated that the bed is stuck in the high position. When the supervisor wiggled the cable at the lockout box, the bed ran down on its own.

Manufacturer narrative:
The tech found that the pendant cable had an internal short which caused the hi/low self-run. He replaced the control box and pendant to repair the bed.